Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the image sensor or video signal cable has been damaged due to some external factor (abnormal electrical circuit due to flooding, physical damage due to collision). The event can be detected/prevented by following the instructions for use which state: "[inspection of endoscopic images] wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Confirm that the touch panel of the video system center (otv-s300) is the main screen. Turn on the illumination lamp according to the instruction manual of the video system center, complete the white balance adjustment, and perform the 3d adjustment. Four. Press the "preparation/exit" button on the bottom left of the touch panel of the video system center. If the 3d adjustment is "incomplete", adjust the 3d display according to steps 6 to 11. If 3d adjustment is "done", go to step 12. Set the observation mode to wli according to the instruction manual of the video system center. Insert the 3d adjustment cap until it hits the tip of the endoscope. Perform 3d adjustment by pressing the "execute" button in the 3d adjustment window on the touch panel or the custom switch to which "3d adjustment" is assigned. Hold the endoscope in your hand so that the 3d adjustment cap does not move. If using the endoscope remote switch, press the switch for 1 second. Confirm that the 3d adjustment window is "completed" and a message is displayed on the monitor. If 3d adjustment is not completed, repeat steps 2 to 9 while referring to "chapter 5 troubleshooting". Remove the 3d adjustment cap from the distal end of the endoscope. Put on the 3d glasses supplied with the 3d monitor. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. Adjust the amount of light to get the proper brightness. Remove the 3d glasses and check that the two images displayed on the 3d monitor are aligned vertically. 17. Put on your 3d glasses again. 18. While observing the 3d image, close the left and right eyes alternately and confirm that there is no difference in color or brightness between the left and right images. 19. While observing the 3d image, use forceps to touch the object and confirm that there is no discomfort in the sense of depth. 20. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. Twenty one. Operate the joystick of the endoscope to bend the curved part. Twenty two. During normal light observation and nbi observation, confirm that there are no abnormalities such as momentary disappearance of the 3d image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to a cut on ccd cable, the monitor shows a black screen with no image. Because electrical contact of video plug section is shaved, screen turns black with no image. There were few additional findings. Due to a crack on light guide lens, illumination was uneven. Due to a dent on distal end, water tightness was lost. Adhesive on bending section cover had a chip. Video connector case had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the videoscope displayed a poor image. Image white out occurred and 3d (three-dimensional) images were not displayed. The issue was found during inspection for use for a procedure. There were no reports of patient harm associated with the event.